Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components revealed that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath were normal with no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. The anterior cuff remained loaded inside the anterior foot pocket. Based on the evidence found on the returned device, the anterior needle missed the anterior cuff, which confirmed the reported experience. There was no needle strike mark on the foot. Since the suture could not be retrieved to close the vessel, bleeding continued at the arteriotomy site requiring an alternative method to achieve hemostasis. During the investigation, a proxy needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. The anterior needle was captured successfully. Contributing factors for needle deflection that resulted in the anterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. It was reported that the common femoral artery was moderately calcified. The instructions for use for proglide device state under special patient populations that the safety and effectiveness of proglide device have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Whether this condition contributed to the reported experience is undetermined. A search of the lot history record for the reported lot was performed and did not reveal a nonconforming material records relevant to the complaint associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached to the needles indicating a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss occurred. The device was removed over a guide wire and a starclose se device was attempted, but after clip deployment bleeding continued. A non-abbott mechanical compression device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device and the starclose se device. It was believed that the moderate common femoral artery calcification caused the product experience. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide and starclose se device, are being filed under separate manufacturer report numbers. The customer reported the common femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.